Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (failed incoming functionality testing) was confirmed. Upon investigation, the cable connecting ECG "c" and ECG "d" was cut. ECG "d" was severed and missing from the electrode belt. The root cause for the damage was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A zoll dist returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.